Manufacturer narrative:
Additional information/ correction: b6 - relevant test added h4 - production date added h6 - codes updated investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible.the provided x-ray shows a fracture of the bone. According to the x-ray the implant is undamaged. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Explanation and rationale: at that time we assume that the mentioned bone fracture is not related to our product. It is rather to be assumed that the mentioned fall of the patient led to the bone fracture.therefore, an evaluation regarding similar incidents with our implants is not indicated. Conclusion and measures / preventive measures: based upon the investigation results the root cause is most probably patient related. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nk1044t - corehip var cementless 12/14 size 4. According to the complaint description, the patient general state post-surgery was good. After being discharged from the hospital, the patient fell and broke a bone, and required a revision. The stem was easily removed; however, it was noted that the fracture was so large that doctors had a hard time adjusting it. A revision surgery was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4).